Manufacturer narrative:
Corrected data: a6, b5 (treatment date), d1, d4, d9, g1, h3, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2021 to the abdomen using the cooladvantage applicator and to the submental using the coolmini applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported that a patient treated with cooladvantage applicator to the abdomen & submental using the coolmini applicator. The patient has been diagnosed with paradoxical hyperplasia to the treated areas. The tissue is described as firm and enlarged.